Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 566 mg/dl using unknown lot, 324 mg/dl and 192 mg/dl using lot 496455 within 10 minutes. No adverse event alleged. Meter and strips replaced and requested for return. Strips with unknown lot are not available for return.